Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 470 mg/dl. The customer was treated with insulin drip in the hospital. Based on customer report customer did not allege pump was under delivering. Customer was using the insulin pump within 48 hours of event. The insulin pump will not be returned for analysis.